Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient came in urgently to the hospital with withdrawal symptoms. An attempt to interrogate the pump was unsuccessful. There was no way to read the logs/information about the pump status. The hcp decided to replace the pump. The pump contained morphine. No patient complication was reported.